Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2023 and barbed suture was used. On (B)(6) 2023, the patient fell during rehabilitation and the wound opened by accident and was re-sutured. The surgeon said this was not a product defect. The patient is in the hospital. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: name of surgery? Total knee arthroplasty. Patient demographics: initials / ID, gender, age or date of birth; bmi unk. Product lot of product used? Unk. Current patient status. No problem. Epidermis: clr222us was used intraoperatively, but product characteristics were not announced to the nurse. It was removed 2 days after surgery and a wayward taping was applied. Dermis: sxpp1b120 was used intraoperatively. However, suture breakage occurred due to the patient fall. Fascia: sxpp1a440 was used. However, suture breakage occurred during the fall. The wound was closed early and the patient was discharged from the hospital. There is no doubt that the patient's violent fall caused the suture breakage. Related medwatch reports: 2210968-2023-09018.